Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported by the patient as port was inserted, however, this could not be medically confirmed, therefore, the cause of the peritonitis was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. On an unknown date (reported as about two weeks), the patient was discharged from the hospital. On an unknown date the same month as the event onset, the vancomycin was discontinued. On an unknown date the following month, pd therapy was discontinued and the patient was switched to hemodialysis therapy due to an unrelated medical condition. At the time of this report, the patient was recovering. No additional information is available..